Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. The insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked case behind the pump near the battery tube compartment. Unable to verify power loss alarm due to flashing white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a high pitch sound and display screen went blank after insulin pump was dropped. Issue was not resolved after battery change. Customer's blood glucose was unknown. Insulin pump would be replaced.